Manufacturer narrative:
An 0x14 alarm was generated in the pod data, indicating occlusion. Pulse width increases ramping up to timeouts were observed towards the end of the run. Inspection of the device did not find any damages or defects that could contribute to the observed hazard alarm. The cause of the hazard alarm could not be determined. The soft cannula was observed to have an external tear. Fluid was seen exiting the tear and causing a leakage. The exact timing and cause of the tear could not be determined. This damage did not contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after approximately 37-48 hours of pod wear on the hip/buttocks, a hazard alarm was triggered indicating a blockage during attempted bolus delivery. The patient¿s blood glucose level was reported to have risen to 20 mmol/l (360 mg/dl) at the time of the event. No medical intervention was reported. The device was returned for investigation, and an external cannula tear was identified.